Manufacturer narrative:
On (B)(6) 2020, the surgeon removed the medacta femur and insert and implanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 14-july-2020. Lot 1903256: (B)(4) items manufactured and released on 21-jun-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-sphere 02.12.0005l femoral component sphere cemented # 5 l lot. 180953 (k121416). Batch review performed by medacta regualtory affairs department on 14-july-2020. Lot 180953: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1204l tibial tray fixed cemented # 4 l lot. 181932 (k090988). Batch review performed by medacta regualtory affairs department on 14-july-2020. Lot 181932: (B)(4) items manufactured and released on 17-july-2018. Expiration date: 2023-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing # 3 lot. 182022 (k090988). Batch review performed by medacta regualtory affairs department on 14-july-2020. Lot 182022: (B)(4) items manufactured and released on 16-july-2018. Expiration date: 2023-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
5 months after the previous revision surgery the patient came in due to signs of an infection and the pathogen is unknown the surgeon removed all hardware and implanted a medacta femur and insert with antibiotic cement as an antibiotic spacer. The surgery was completed successfully.